Event description:
It was reported that during a photoselective vaporization of the prostate procedure there was a forward firing. Another fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure there was a forward firing. Another fiber was used to complete the procedure. There were no patient complications.